Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: or vascular lab manager. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal footplate did not deploy correctly. The device was inserted into the angio-seal sheath and the footplate was set. The angio-seal cap was pulled back to lock footplate and entire device pulled out. The terumo territory manager was there observing the deployment and all steps were followed correctly. It appeared as if the footplate was deployed in the sheath and never came out of the bottom in the artery once pulsatile flow was located. The patient was stable, and the procedure was successful. Manual pressure was held to close. Additional information was received on 24 aug 2022: the type of procedure that was being performed was a bilateral kissing iliac stents with dual 8fr femoral access. A pre-deployment angiogram was performed, and the common femoral artery (cfa) access was clean. The size of the procedural sheath was an 8fr. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update section h3 and to provide the completed investigation results. One 8fr angio-seal device was returned for product evaluation. The returned device included the hemostasis sheath and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube was found to have been in the fully rear-locked position. The hemostasis sheath and carrier tube were found to have been separated, however, the components remained connected via the suture. No damage or issue was identified with the device. The complaint was able to be confirmed. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea).